Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that a non-sustained right ventricular over-sensing (nsrvo) alert was received due to the right ventricular (rv) lead over-sensing noise. The patient was brought into clinic where an interrogation revealed the rv lead also had high pacing impedance and was under-sensing. Additionally, it was noted the over-sensed noise on the rv lead led to inappropriate anti-tachycardia pacing (atp). The patient was asymptomatic. The device was initially disabled before the patient was admitted to the hospital to have their rv lead successfully capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.